Manufacturer narrative:
H6: investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that instrument reflects false positives. Bd field service engineer (fse) was dispatched and discovered vials were positive overnight. The false positives are due to failed software reload from previous engineer visit. The instrument was deemed functional and handed over to the customer for use. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was delay in the software reload. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h10.

Event description:
It was reported while testing with bd bactec¿; fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory testing or patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿; fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory testing or patient impact.